Event description:
It was reported that during a veterinary procedure, while removing the suture from the retainer, the needle popped off before the physician could used and the needle also popped while performing the surgery. The issue occurred multiple times at least 3-5 times all from the same lot. The issue also occurred on another box from a different lot at least one or twice. A different new suture from the same batch was used and worked effectively.

Manufacturer narrative:
D10 Concomitant Products: 8886 6233-41, 8886 6233-41 MAXON 3-0 GRN 75CM V20X36 (Lot # D5J3708Y); 8886 6233-41, 8886 6233-41 MAXON 3-0 GRN 75CM V20X36 (Lot # D5J3708Y); 8886 6233-41, 8886 6233-41 MAXON 3-0 GRN 75CM V20X36 (Lot # D5J3708Y); Unknown Suture Product (Lot # Unknown); 8886 6233-41, 8886 6233-41 MAXON 3-0 GRN 75CM V20X36 (Lot # D5J3708Y); 8886 6233-41, 8886 6233-41 MAXON 3-0 GRN 75CM V20X36 (Lot # D5J3708Y); 8886 6233-41, 8886 6233-41 MAXON 3-0 GRN 75CM V20X36 (Lot # D5J3707Y) Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.